Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had gas loss alarm circuit and increased amount of gas in the circuit - conf. Batteries . No one was hurt.

Manufacturer narrative:
Additional information: due to characterization limit e1 (the medical institute of the world / military medical institute) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), d10, e1(initial reporter), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1(event site name). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checking the pim system for blood - no contamination was found. Error log analysis - 'gas loss' and 'gas gain' alarms indicated a leak in the patient circuit. Functional and leak tests - satisfactory. Operational tests - satisfactory. No device damage was found - the probable cause of the errors was a leak in the patient circuit (balloon) or strong electromagnetic interference. The device is operational. The balloon was the getinge product.